Event description:
It was reported that there was a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support and was assisted with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to reach out again if the issue reappears.